Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. It would go through batteries every 3 hours. They received several battery alarms. They would also get a power loss alarm. The insulin pump would turn off in the middle of the night. Troubleshooting was performed. The insulin pump alarmed a replace battery now. They were advised to wait for the insert battery alarm before inserting a new or fully charged battery. The insulin pump alarmed a failed battery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. No power loss detected messages, low reservoir alerts, reservoir icon anomalies, off no power anomalies or blank display anomalies noted during testing. No unexpected failed battery test alarms noted during testing. Pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture and peeling end cap address label.